Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's wife reported that on (B)(6), 2011 customer received a reading of 116 mg/dl on his precision xtra blood glucose meter, which was higher than he felt. She further reported customer began to feel "low", was hungry and then experienced a loss of consciousness. She noted that with the loss of consciousness he injured his head and his knee. No third-party emergent intervention was reported. Customer self-treated by eating food and by applying ice to his head. There was no report of death or permanent injury associated with this event.